Manufacturer narrative:
Irn# (B)(4) this incident took place in UK. Three different lots were provided for selection; the user did not specify the exact product to which the complaint related. Lot 1: 1568, MFR 01-08-2025, exp 01-07-2030, lot 2: 1592, MFR 06-25-2025, exp 06-24-2030, lot 3: 1593, MFR 07-02-2025, exp 07-01-2030. The investigations are still ongoing. The analysis results will be transmitted to the agency via follow up report.

Event description:
#(B)(4) this incident took place in UK. Registrar initially placed catheter and felt resistance, stopped advancing catheter and removed from the patient. They noticed the black distal tip was still present on the catheter. Reinserted the epidural with the same catheter, the patient went to theatre to have a c-section with an epidural top up. When catheter removed after surgery, the black tip was missing. Patient had CT scan showing 5mm of catheter in the right paraspinal muscle. The patient is doing well and the surgeons are not concerned about it remaining there.